Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On 02/10/2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving an error 5 message. The pt administered self treatment with food/drink as a result of the product issue. Three days after the error 5 issue began, the pt developed symptoms described as "sweating and confused". During troubleshooting, the customer care advocate noted that the test strips were within the discard date and the testing process was correct. The error 5 message was resolved with training. This complaint is being reported because the pt allegedly had symptoms that can be associated with acute complications of diabetes received medical intervention 3 days after the error 5 message began. Replacement products were sent to the pt.